Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient woke up one morning and noticed that her right breast prosthesis had deflated. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 01/23/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm within a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/02/2019, mentor received additional information about the suspect medical device. It is a mentor smooth round moderate profile 250cc saline breast prosthesis, catalog #3501635, lot #5640961, PMA #p990075, UDI # (B)(4). On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).